Manufacturer narrative:
Summary of evaluation: the event was caused by a 45 degree chamfer missing from the snap lab. The mfg and inspection criteria have been changed thereby preventing acceptance of product without the 45 degree chamfer.

Event description:
The tibial insert would not seat properly in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.